Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube. Pieces measuring approximately 0.6315¿¿ x 0.2630¿¿ were not returned with the instrument. The grip tip section and its components are completely detached from the main tube. Components adjacent to this broken main tube do show damage. The grip cables, pitch cables and flush tube are exposed and detached from the grip tips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observations related to customer reported complaint: the instrument was found to have a broken grip cable from the main tube. The cable was fully detached from the main tube. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit damage that would have contributed to the cable breaking. The pitch cable is completely detached from the main tube. The instrument was found to have a broken pitch cable from the main tube. The cable was fully detached from the main tube. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did exhibit damage that would have contributed to the cable breaking. The grip cables and flush tube are exposed and detached from the grip tips. The instrument was found to have an exposed flush tube at the distal end. The flush tube was detached from the grip tip. This is caused by the broken main tube. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.5355¿ - 0.2620¿ in length and are axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. A review of the provided image is consistent with the allegation of a broken tube.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the 8mm tip-up fenestrated grasper instrument broke off. The instrument was stuck in the trocar and the staff had to break the instrument to remove it. The procedure was completed with no reported injury. The device was not used on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.